Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for catheter surgery. No further information is available despite multiple due diligence attempts. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The patient had surgery to the pd catheter which is not a fresenius product. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).